Event description:
False positive advia centaur troponin ultra results were obtained on three patient samples and found to be discordant with repeat patient sample results. Three patients were admitted to the hospital. There was no report of adverse health consequences due to the discordant advia centaur troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse replaced sample syringes and diluter plungers, replaced aspirate probe pinch valves and bled dispense lines. Analysis of the instrument indicates that the cause for the discordant advia centaur troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.